Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke to this patient. He would not answer questions when asked and talked over the assessor. The hospitalization which was mentioned during this call was not recent, and he was not wearing the v-go device during the hospitalization. He could not give me the date of his hospitalization. He stated he drove himself to the hospital for low glucose, he treated it with two candy bars, but when he arrived at the emergency room his sugar was 6. I asked him if he had injected insulin since he was not wearing the v-go when his sugar dropped. He said no, his sugar swings from 900s to 6. It is unclear when these sugar swings occurred or if related to v-go. Additionally, it could not be confirmed if these blood sugar ranges were accurate. He also said his kidneys "shut down" but he will not go on dialysis. While attempting to speak to him, he complained about not being able to get his mail at an address which the owner gave him permission to receive mail there. According to the patient the post office refused to deliver his mail because he does not live there. He therefore cannot get his medications and medical supplies, which he is out of. He stated he is out of insulin as well as other medications. He is not using his v-go device. If his sugar was actually 6 this would be a serious event. The device appears to not be involved as he was not wearing it and has not been wearing it, however it could not be clarified with the patient. The patient was unable to provide his healthcare practitioner information. His issues appear to be a supply problem.

Event description:
The patient reported that he was on v-go 30 but had to go to the hospital. The patient reported he was not using the v-go at the time of the hospital stay. It was reported that the patient was hospitalized with a blood sugar reading of 6. The patient spent seven days in hospital. The doctor put the patient on v-go 20. The patient also stated that after the hospital stay, his kidneys "shut down" and during this time he was not using the v-go device. No device is available for return to the manufacturer for evaluation.